Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, and 7 years and a half later had it removed because coil was perforating through her tube lining. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. Fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In the present case limited information was provided. The exact date and mechanism of this perforation were not reported. However, given the nature of this event causality with essure cannot be excluded. Since essure removal was reported, an intervention was implied, therefore this case was regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
Incident. Required intervention. Anticipated. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0300, awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted on 04-oct-2007. It was reported that on (B)(6) 2015 essure was removed because coil was perforating through her tube lining. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, and 7 years and a half later had it removed because coil was perforating through her tube lining. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. Fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In the present case limited information was provided. The exact date and mechanism of this perforation were not reported. However, given the nature of this event causality with essure cannot be excluded. Since essure removal was reported, an intervention was implied, therefore this case was regarded as incident. A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.